Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a bad image occurred due to a rusted and stained charge-coupled device caused by water penetration. The event can be prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments. (Tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image white balance was bad due to a bad charge coupled device (ccd) unit. Corrosion was found in the ccd unit, and the cable failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that at the beginning of an unspecified therapeutic procedure while setting up the equipment, the image from the camera head was fuzzy and multicolored. There was a 2-3 minute delay to replace the camera head and perform white balancing before it was ready to use. The patient was on the table and asleep, but there was no patient harm associated with the event. The procedure was completed as intended.